Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced hyperglycemia due to insulin flow blocked on (B)(6) 2026. The blood glucose level was 262 mg/dl and the patient was treated with pen. No further information available.